Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor issues. The customer had an issue with blood at site and several sensor alerts. The customer's blood glucose was 495 mg/dl at the time of incident. The customer was treated with a manual injection. Troubleshooting did not occur for the insulin pump or sensor. The insulin pump will be returned for analysis.